Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results in comparison to a lab-calibrated device. The reporter did not specify the exact meter or lab results but stated that the meter results were always "100 points higher or lower" than the lab results. The reporter detailed that the tests were performed within ten minutes of each other. This complaint is being reported because the alleged inaccuracy was not resolved with troubleshooting. There was no allegation of an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (02/03/2015). The patient¿s test strips have been returned on 1/13/2015 and evaluated by lifescan product analysis on 1/21/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.